Event description:
...Or lot number: 28426678 ? Select ?ii that apply: high thresholds ? Please specify no capture on atrial lead at maximum output in bipolar or unipolar configurations undersensing ? Please specify frequent undersensing of p waves bipolar at maximum sensitivity lead turned off. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).